Manufacturer narrative:
The subject product was found to produce straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended number of constructs as specified in the instructions for use for this device.

Event description:
It was initially reported that the device "will not fire." Upon preliminary investigation on 3/16/07, wire in tip was found, which causes the device to produce straight shots.